Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unknown location. This was observed while the claria device was turned off and "not working. The leak was further described as ¿liquid on the shelf of the cabinet under the claria¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.